Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 16-0x20e6. The impact on the customer¿s blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. To address the issue, the customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump was sent by technical support since the current pump was out of warranty. Additionally, a loaner pump agreement was discussed, signed, and a loaner pump was sent to the caller.